Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not infuse. There was no patient involvement, no patient injury was reported.